Event description:
A report was received that the patient will be explanted due to an infection at the lead site. The patient has a history of (B)(6). The physician doesn't believe the infection is device or procedure related. The patient was explanted and prescribed IV antibiotics. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.